Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient experienced slight leakage post-procedure. The coaptite implant was used and the leakage resolved. Per the physician, the leakage was not associated with the device or procedure. All other information is unknown and unavailable.